Event description:
Pt reported no longer hearing sound sensations after falling and sustaining a blow to the head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear ltd.